Event description:
Customer complaint - limited data available. Stated device is overheating. Turns off randomly.

Event description:
Customer complaint - limited data available - customer stated that the device overheated and turned off randomly.